Event description:
The product was used during a laparscopic hepatectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the device. The hospital has reported no pt injury occurred.